Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced a hypoglycemic event which would have been caused by too much insulin being delivered based on inaccurate cgm readings. The patient experienced a mild stroke, allegedly caused by the inaccuracy, but did not provide further information regarding symptoms. The patient sought medical care but did not provide more information regarding possible treatment. When a fingerstick was taken at an unknown point during the event, the cgm reading was 145 mg/dl, and the blood glucose reading was 92 mg/dl. No further details were documented regarding the event and the patient declined to provide further information. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.